Event description:
It was reported that a user of the ilet experienced hyperglycemia with a blood glucose reading of 380 mg/dl, and a supply change performed approximately 90 minutes earlier did not resolve the issue; a full supply change was recommended and undertaken, and product support provided troubleshooting and education. Symptoms included high blood glucose. Outcomes included no reported injury, no hospitalization, and continuation of use after intervention. Investigation included review of the event details and user troubleshooting steps. Investigation of this case revealed that the cause of the hyperglycemia remained unclear, with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.